Event description:
Dear FDA technical staff, I am a polio quadriplegic (polio 1948) on home care. I use the pulmonetics ltv950 home care ventilator full time. I can sustain my breathing for about 15 minutes. For about a year I have suffered from periodic failure of the lvt950, and I never know when it is about to happen. It is stressful to me and my wife. The ventilator quickly alarms disconnect/sensor and starts stacking breaths. We have learned that we have to bring in the second ventilator immediately and call apria healthcare for a replacement. What is happening is a very small piece of aerosol medication has moved into a directional sensor in the y connector of the circuit. It sends a disconnect/sensor alarm. I take 4 aerosol treatments from an inline nebulizer per day. The budsonide medication forms small crystals. A pt who release big plugs of heavy mucous could also plug upon this sensor. The failure is hard to duplicate in the lab. It takes long term pt use with a pt receiving frequent aerosol treatments of albuterol and busonide/pulmicort. It will occur, and can be at a bad time. First I called pulmonetics, the designer and MFR of the ltv ventilators. They said call care fusion in (B)(4). Care fusion doesn't know that to do. So now I am changing that part of the pt circuit more frequently. Sometimes small crystals of budsonide/pulmicort can be seen. Both my wife and I are stressed by this , since we could have a vent failure at any time of the day or night (B)(4) healthcare brings the ventilator into our home, but it is not their job to redesign it. Thank you for your attention to this.